Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, sensor enabled, advisor hd grid x mapping catheter was received for evaluation. The catheter was not recognized when it was connected to the ensite x system. Further investigation found the data of the catheter eeprom memory was blank, consistent with the reported event. The sensors, jumper and eeprom pins met specifications with no anomalies.

Event description:
During the premature ventricular contractions procedure, communication issues resulted in a delay in procedure. The catheter was inserted into the cardiac chamber and connected to the direct connect cable, which was then connected to ports 6/8. However, the catheter was not recognized by the system. No error message was displayed. Troubleshooting steps were taken, including replacing the direct connect cable, restarting the ensite amp/dws, deleting and recreating the catheter preset, changing the connection ports to 2/4 and 5/7, switching the main power source, and revalidating the system. Despite these efforts, the catheter was still not recognized. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.